Manufacturer narrative:
Product analysis: it was determined at analysis that the touchscreen of the programmer was out of calibration due to a defective x-y board. It was also noted that keyboard and cord bay latches were broken. The upper and lower bullets were missing. The link electronic module (lem) board spacer was broken. The lower case was damaged. The rear cover display latch was broken. The radiofrequency head cable was worn out with cores twisted inside the cable. The radiofrequency head light emitting diode (led) window lens was cracked. Errors were found in software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.